Event description:
It was reported that the patient developed an infection. The patient's condition was - good - before and after the event. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.